Event description:
I have used polygrip from the end of (B)(6)2000 until now. I cannot have my blood work taken just because I want it checked I'm in prison. The stuff does not work well, it gages me and cause headaches. Numbness in butt and legs and feet sometimes neck and head. Memory lapse and some increased heart rate. Blurred vision and ringing in ears (only at time). Note: I had to steal this black ink pen and we are not allowed any tape. Dose or amount: denture cream. Frequency: twice daily. Route: oral. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped or dose reduced: no.